Event description:
It was reported that a skin irritation causing excessive inflammation had occurred while wearing the pod between 37 and 48 hours on the leg. The patient used a previously prescribed fucidin cream as treatment and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.